Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump received with a high sleep current measurement due to moisture damage on the electronic assembly. No moisture damage on the motor, battery tube, vibrator and keypad assembly during visual inspection. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly to electronic board 1 during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s display was blank. The customer stated they took a bath with the insulin pump and water got inside it. The customer¿s current blood glucose level was 87 mg/dl. Troubleshooting was performed. The display did not return. The customer stated the water was in the battery compartment. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.